Event description:
It was reported to physio-control that the customer's device showed a service wrench icon in the readiness display. During evaluation of the device it was observed that the device had an abnormal energy output of 166 joules when the device was set to 200 joules. It was also observed that the negative portion of the energy delivery waveform was missing and that the device would not advance above 200 joules. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. It was observed that the analog pcb assembly caused the device to log several event codes into the memory and an abnormal energy output of 166 joules when the device was set to 200 joules. The negative portion of the energy delivery waveform was missing and the device would not advance above 200 joules.physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to the integrated circuit chip, designator u1 on the analog pcb assembly, having an opened connection from leg 4 to leg 5.